Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation: the reported field event of t-wave oversensing was confirmed after reviewing the stored electrograms. The device was tested on the bench and using automated test equipment. No anomalies were found. The cause of the reported t-wave oversensing could not be determined.

Event description:
It was reported that the t-wave oversensing was observed. The device was explanted due to a lead issue.